Event description:
It was reported that a hemostasis valve leak occurred. A watchman access system (was) double curve was selected for use during a left atrial appendage (laa) closure procedure. After preparation of the was, it was advanced into the right femoral vein. At this time, it was noted that the cap of the hemostasis valve on the was would not tighten allowing for continuous leaking. The was was quickly exchanged for another of the same device to complete the procedure. No patient complications occurred.